Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2023-05071. It was reported that the patient presented with pain at the pocket. A blood test was performed and determined the patient was in sepsis. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was recovering post procedure.